Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. A 6.0 x 150 mm 200cm ranger paclitaxel-coated pta balloon catheter was advanced for dilation. During the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured from a pinhole at the middle part. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.